Manufacturer narrative:
The customer¿s report of ballooning was confirmed. Visual examination revealed that the silicone segment was bulging next to the upper fitment. Functional testing was performed; no alarms occurred. The set was then pressure tested and the observed bulge segment started to balloon at 8.5 psi. The root cause of the ballooned segment could not be identified.

Event description:
The customer reported that the user noticed a bulge ("bubble") in the silicone segment of the IV tubing when opening the door to the pump module; the tubing had been primed and infusing normal saline at 100ml/hr for 1 hour when the event occurred. No patient harm was reported.